Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for scheduled device upgrade with a history of right atrial lead noise. During the procedure the lead was observed to have insulation abrasions. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.